Event description:
It was reported that a cartridge alarm 16 occurred. Reportedly, a new cartridge was successfully loaded after the pump was reset. Additionally, it was reported that occlusion alarms occurred. A supply change was performed resolving the occlusion. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.